Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13687. It was reported the pt is not receiving effective stimulation coverage. The pt has pain everywhere below the incision site in his back from the implant surgery. The pt stated his legs feel cold and as he described, feels like razor blades on his skin. It was noted the pt has changed physicians and his new physician believes the pt's new pain could be the result of nerve damage which may have occurred during the implant procedure. Follow-up information identified an sjm rep met with the pt on (B)(6) 2013 and reprogramming was unable to provide effective stimulation for the pt.